Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was not able to open. The field service engineer resolved the issue by replacing the controller card for drawers three and four, then rebooted the station. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medbank system had drawer failure. The customer stated that the malfunction occurred when user trying to issue gabapentin 300mg medication to patient and there was no harm or delay in patient care. There were no adverse events or injuries reported based on this event.